Manufacturer narrative:
Return requested. Replacement I/o hub enclosed pca shipped to site 06/09/2016. On 06/10/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Camera would not communicate with navigation system intermittently although the camera, camera cord, and other internal cables all looked good. Medtronic technical services determined the I/o hub was at fault. Replaced I/o hub. System camera now working fully with the navigation system. Issue resolved. System performed as intended. Medtronic investigation of returned suspect I/o hub reports that the I/o hub was tested on bench tester over 3 days and no intermittent camera tracking or errors were found. No fault found. Device found to be fully functional.

Event description:
A medtronic representative reported that, while in a spine procedure, after verifying the instruments, the navigation system camera showed the message disconnected. They were able to bring in the second navigation system to perform the procedure. The instruments were re-verified while the patient was being prepped. There was no delay of therapy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.